Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and found that the system would not boot up and remained stuck at 00:00. Review of the log files confirmed the malfunction with the flexvision pc. It was identified that the flexvision monitor showed iipc error. The engineer removed the cover from the drive bay and found that the hd1 led was off. The engineer tried to turn on the system by pressing the button on the drive bay but the led stayed lit until the button was held. The drive bay was found defective. The failure analysis couldn't be able to confirm the reported failure. However, the field service engineer (fse) went onsite and replaced the flexvision pc which resolved the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer and returned the system to use in good working order. Philips has started an investigation of this complaint.